Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2020-02249. It was reported that dislodgement was noted on the patient's both atrial and ventricular lead. The atrial lead was repositioned and reused. The ventricular lead was explanted and replaced. Both the leads were connected to same device. The patient was stable.